Event description:
It was reported that pedal was leaking gas. A rotablator console kit was selected for use. During the preparation, it was noted that the pedal was leaking gas. The procedure was not completed due to the event. No patient complications reported. It was further reported that the patient was sedated when the procedure was cancelled. The procedure was rescheduled for a later date.

Manufacturer narrative:
E1: initial reporter address - (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled post patient sedation. A rotablator console kit was selected for use. During the preparation, it was noted that the pedal was leaking gas. The procedure was not completed due to the event. No patient complications reported.